Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer alleged that they wanted their red alarms checked as bed to bed does not appear in rooms. No patient involvement.